Manufacturer narrative:
On december 17, 2025, mentor received the following additional information: patient's ethnicity, race, and date of implantation. They have been populated accordingly. In addition, it was also reported that the suspect medical device was for primary breast augmentation and it is a 525cc mentor memorygel xtra breast implant (catalog: smpx525 lot: 9874946 sn: (B)(6). The patient's capsular contracture (baker grade iii) was on the left breast. The patient has been scheduled for breast implant removal surgery on (B)(6) 2026. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture.

Event description:
It was reported that a patient underwent breast augmentation with two unknown mentor gel implants. Post-operatively, the patient developed capsular contracture on an unspecified breast side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).